Event description:
A 2.5mm diameter x 14mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an lad lesion. The vessel morphology was reported to have severe calcification. It was reported that the patient had a previously deployed stent, years ago. The lesion site was past the previously deployed stent. A 2.5 x 30 endeavor drug-eluting stent was inserted; however, it was unable to cross the lesion and was successfully removed. A 2.5 x 12 endeavor drug-eluting stent was successfully implanted. It was reported that a 2.5 x 14 endeavor drug-eluting stent delivery system was inserted and that upon attempting to reach the lesion, the catheter shaft broke in half. The delivery system was successfully removed. A 2.5 x 14 micro driver mx2 delivery system was inserted, after getting half way to the lesion site, the catheter was pulled back and removed. (MFR report 2953200-2008-00492). It was noted that the stent had dislodged, they believe on the previously deployed stent from years ago. A balloon was inserted in order to crush the stent into the vessel wall. The physician was unsure if the dislodged stent was in the previously deployed stent and that it apposed to the vessel wall. The case was completed with another manufacturer's stent. The patient is fine.